Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm3) due to error 1162. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The probable cause of error 1162 points to ac magnetic cannula sensor fault reported by the acs board in usm3.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 1162 was observed on universal surgical manipulator (usm3). Troubleshooting steps included power cycling and re-draping the arm, but the error persisted. The user checked the cannula receptacle, which appeared to be moving and clear. The customer then chose to disable usm3 and continued with the procedure using a three-arm configuration. The procedure was completing as planned with no reported injury.